Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced visual discomfort and blurred vision. The iol was exchanged in a secondary procedure with monofocal toric lens. Additional information has been requested.